Event description:
It was reported that when the device was powered on, it would show a "need service" message then power itself off. There were no reports of pt involvement.

Manufacturer narrative:
(B) (4). The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined. The customer confirmed that the device has been retired and taken out of service.